Manufacturer narrative:
According to the log analysis repeated "vent peep not cal" entries were found on the date of the reported. This entry is logged in case the calibration of the peep/pmax valve was not successful or if it was not possible to read the peep calibration data from the ram during the system startup. With an uncalibrated peep/pmax valve automatic ventilation is not possible. Thus, it is concluded that the user¿s report has to be interpreted as ¿automatic ventilation could not be started¿ rather than as ¿automatic ventilation suddenly stopped¿. However, the user did not respond to a related question. The fabius gs has reacted as specified for the detected deviations by shutting down preventing to activate automatic ventilation which was accompanied by an audible and a visible "ventilator fail" message. In this case the user can switch to manual ventilation. The monitoring is still functional. After the event the device was serviced by a third party company before a draeger technician was called to examine the unit. During on-site investigation the reported problem could not be duplicated. The ventilator was tested and the breathing system was checked for leaks without finding any deviations from specification. Therefore it can be assumed that the calibration, probably performed by the technician who was on-site at first, was successful. The unit was returned to the customer ready for use.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported the ventilator stopped working while on a patient. There was no injury to the patient. Tsr was unable to reproduce the reported problem. The unit was returned to the biomedical staff for use.